Event description:
It was reported that a vision stent was deployed in the proximal lad. After 20 minutes post-implantation, the stent occluded. A dissection was discovered distal to the stent and another stent was implanted as treatment. The occlusion within the vision stent was treated with a balloon dilatation.